Event description:
Additional information received indicates that this device exhibited high out-of-range pace impedance measurements earlier than previously reported (previous report indicated (B)(6) 2015).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited high out-of-range pace impedance measurements (>2000 ohms) and oversensing of noise. The cause of the noisy signals were not determined. A revision procedure was scheduled, at which the right ventricular (rv) lead was explanted and replaced. This device remains in service. No additional adverse patient effects were reported.